Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/30/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data from the date of the complaint has been overwritten. The original complaint was unable to be confirmed or duplicated. The current black box showed no evidence of ¿intermittent power¿ event. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump was disassembled and the case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad. There was evidence of debris in the battery compartment on the positive battery terminal connection. The audio bolus button cover was found to be torn with the ¿white slug¿ missing and the bolus button functionality was not able to be tested because of this. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.